Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. The customer should be remained to use the irrigation cannulas provided in the viscous fluid control pack. The infusion cannula supplied in the total plus pack should not be utilized with the viscous fluid control injector, per the dfu (directions for use). Consumables mfg has been made aware of this complaint. (B)(4).

Event description:
An ophthalmologist reported that the irrigation tube burst during application of silicone oil. It is unk if there was any impact to the pt. Additional info has been requested.